Event description:
It was reported that an unspecified malfunction alarm occurred. The blood glucose level ranged between 54-500 mg/dl, which includes values outside a typical normal range. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery and was sent a replacement pump by technical support.